Event description:
The customer reported that the left monitor was not working and there was no live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dicom box was removed, and the video cable was routed directly to the left monitor. The system was then found to be operating as intended.